Event description:
According to the report received pt awoke at home to find his PICC missing. PICC line could not be located among bed linens. Pt admitted to emergency room where it was eventually determined that PICC line was in pulmonary artery. Pt admitted to angio for catheter retrieval. Procedure was successfully completed 1/22/1999.